Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was feeling light headed and had pauses when moving her arm. Due to these symptoms, the physician suspected lead fracture. The lead was explanted and replaced. The physician did not see anything visually wrong with the lead. Patient was stable post procedure.